Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the device noted; the insufflation port was broken. The obturator, lock collar, valve seal and doors appeared intact. The insufflation bulb was received. He condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken insufflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have a used or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic right femoral hernia repair procedure. Two pieces of the plastic vent cover came out from the package. The device was not used on the patient.